Manufacturer narrative:
An event of heart block, congestive heart failure, respiratory distress, increased work of breathing, diaphoretic, pulmonary edema, hypotension, incomplete coaptation, severe aortic insufficiency, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block, congestive heart failure, and hypotension could not be conclusively determined. The cause of the reported respiratory distress appears to be a cascading effect of the reported pulmonary edema. However, the cause of the reported pulmonary edema could not be conclusively determined. The cause of the reported aortic insufficiency appears to be a cascading effect of the reported incomplete coaptation. However, the cause of the reported incomplete coaptation could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as medication was administered, and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 512-263s and heparin given. The valve was partially re-sheathed 3 times due to the implant depth was too low. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The final implant depth was 4mm on non-coronary cusp (ncc) and 9mm on the left coronary cusp (lcc). After the implant, a complete heart block was noted and isoprenaline infusion was commenced. The patient required prolonged hospitalization due to this event. After that a congestive heart failure was also noted. The patient had respiratory distress, increased work of breathing, diaphoretic, chest auscultation and chest x-ray confirmed pulmonary edema and heart block with left bundle branch block. The patient also hypotensive (90/48). On (B)(6) 2025, a moderate transvalvular aortic regurgitation (ar) was noted. On (B)(6) 2025, a transesophageal echocardiogram (toe) showed the leaflet was adherent and immobile causing the severe ar. A valve in valve procedure was performed with a non-abbott valve. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 512-263s and heparin given. The valve was partially re-sheathed 3 times due to the implant depth was too low. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The final implant depth was 4mm on non-coronary cusp (ncc) and 9mm on the left coronary cusp (lcc). After the implant, a complete heart block was noted and isoprenaline infusion was commenced. The patient required prolonged hospitalization due to this event. After that a congestive heart failure was also noted. The patient had respiratory distress, increased work of breathing, diaphoretic, chest auscultation and chest x-ray confirmed pulmonary edema and heart block with left bundle branch block. The patient also hypotensive (90/48). On 14 oct (B)(6) 2025, a moderate transvalvular aortic regurgitation (ar) was noted. On (B)(6) 2025, a transesophageal echocardiogram (toe) showed the leaflet was adherent and immobile causing the severe ar. A valve in valve procedure was performed with a non-abbott valve. The patient was reported discharged.